Manufacturer narrative:
Device had been tampered with. On the bmd blender, the oxygen % control knob can only turn < 300 degrees (< 3/4 of a turn) between two end-point stop-pins. We found the shaft turned a full extra turn counter-clockwise beyond the normal ccw stop position. This indicates that the control knob was removed and re-placed in correctly. Assumedly, service was attempted at the user facility after one yr of use (instead of sending in to the MFR).

Event description:
Air/oxygen blender used on a pt. User set blender to 100% o2, but it only delivered air (21% o2). The pt was temporarily desaturated, but there was no pt injury. Bmd assumes that the user was using the required oxygen monitor along with blender.